Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and name of initial surgical procedure? Were there any intra-operative complications? Concurrent procedures/device implants? Other relevant patient history/concomitant medications? Product code and lot number? Please clarify what does ¿mesh erosion to the vaginal skin >10¿ mean ? ¿>10¿? When was the mesh exposure first noted by a physician? Diagnostic confirmation? Date and surgical findings of mesh excision procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological surgery on unknown date and the mesh was implanted. It was reported that the patient experienced mesh erosion to the vaginal skin after implantation and had pain. The excision of mesh was performed. Additional information has been requested.